Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 616 mg/dl. Customer had symptoms such as being thirsty all day. Customer was hospitalized for high readings. Customer was treated with IV drip and 10 units of insulin. Customer was not wearing the pump for less than 48 hours. Troubleshooting was performed and it was found that the pump alarmed low battery alert. The insulin pump was not returned for analysis.